Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 431 mg/dl. The customer reported being stuck on the fill cannula part, walked through setting up and taking correct dose to bring blood glucose level down. The customer had no back up plan and needed to seek medical attention. The customer was advised to get to the emergency room dud to high blood glucose. The customer had no symptoms. The customer was release from the hospital with a blood glucose level of 372 mg/dl. The customer declined troubleshooting the high blood glucose, customer was high due to not having the insulin pump on. The insulin pump will not be returned for analysis.